Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that this morning the ins gave strange impulses, different from those set, and at the moment was not working. The patient did not feel any stimulation. The battery was charged (charged last night). In the few moments when moving their head this morning, the patient felt some small stimulation, the electrodes felt in their place and with the correct power. Additional information was received later that day that the patient confirmed the ins was turned on, active, and working. They called the clinic and was told to come in on thursday because every thursday there is a manufacturer representative (rep) there.